Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 386 mg/dl with symptoms of nausea, fatigue, and excessive thirst. This patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had received a low battery alarm, but believed that they had more time before the pump ran out of power. The pump lost power overnight and stopped insulin deliveries. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.